Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that episode review was requested. A boston scientific technical services consultant identified the patient's heart rate was irregular and the morphology was irregular during the onset of the episode. There was double counting which resulted in delivery of an inappropriate shock. Post shock, the rhythm appeared to be more regular, with consistent morphology. The presenting electrogram collected at the time of interrogation, was similar to the morphology observed post shock. The consultant noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) had not been upgraded to milan software yet. Analysis of the existing data was performed to evaluate power consumption and the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service at this time. No adverse patient effects were reported.